Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow up information was received by global pharmacovigilance (gpv) from a physician which medically confirmed the case. On an unreported date in (B)(6) 2011 the patient's scheduled change from pd therapy to hemodialysis was carried out. On an unreported date in (B)(6) 2012, a peritoneal lavage was performed. Per the physician, it was unassessible what may have caused the peritonitis.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient, coincident with dianeal unknown bag therapy for chronic renal failure. Dianeal therapy was discontinued. On an unreported date, the patient contacted baxter (B)(4) technical services regarding the pick-up of his supplies. At the time of the call, the patient stated that he experienced peritonitis. The cause of peritonitis was not reported. Treatment and diagnostics were not reported. The outcome for the event of peritonitis was unknown. An opinion of causality for the event of peritonitis was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.